Event description:
Consumer reported upon removal a tampon fell apart inside her vaginal cavity. She reported having some vaginal pain during wear of the tampon and after removal of the pieces. She noticed some additional small pieces come out onto a pad she was wearing and after this the pain went away. She did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.